Event description:
It has been reported to philips that the device may not be interpreting the 12 lead readings as expected. There is no reported harm or impact to the patient.

Manufacturer narrative:
He device logs were reviewed with concluded physical factors could have cause the ECG data not to be interpret. On site support was provided and following full performance verification which passed satisfactorily, the reported malfunction could not be replicated. Prints outs were produced satisfactorily with interpretation results. The device remains at the customer site and no further evaluation is warranted at this time. The reported problem was not confirmed and the root cause of the failure cannot be determined based on the information available no further action is necessary at this time. The data entered in this complaint record will be utilized for product quality and safety improvements per the post market surveillance and risk management processes. The device was confirmed to be operating per specifications and no failure was identified. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.